Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the electrode wire at the distal end was broken. The issue occurred during an unknown therapeutic procedure. There were no reports of patient harm.

Event description:
It was reported the high frequency resection electrode wire at the distal end was broken. The issue occurred during the middle of a therapeutic plasma eletrosection procedure. The procedure was delayed 5 minutes due to having to replace the electrode. The broken piece did not fall into the body and the procedure was completed with a similar device. There were no reports of patient harm or injury.

Manufacturer narrative:
This supplemental report is being submitted to provide corrections to d3 address line 1, g1 address line 1, additional information to h4, and the legal manufacture's final investigation results. Based on the results of the investigation, the broken electrode was likely caused by wear and tear; however a definitive root cause could not be identified. Since the product was not returned the investigation is based on the information provided by the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.